Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Samples from the patient were provided for investigation along with other samples being provided for a different investigation. Samples arrived thawed and one sample had a label that fell off within the box. All samples were measured, but none of the values fit any of the patient results provided by the customer. No further investigation was possible as the complained sample could not be properly identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin I stat immunoassay (tnistat) on a cobas 6000 e 601 module (e601). The patient had three samples collected and tested on one of two different e601 analyzers at the site. The customer did not know which e601 analyzer was used for testing of each sample. All values were reported outside of the laboratory. The following results were obtained for each sample: sample 1 = 0.48 ng/ml on (B)(6) 2017, sample 2 = 0.49 ng/ml on (B)(6) 2017, sample 3 = 0.47 ng/ml on (B)(6) 2017. The customer stated that a fourth sample from the patient was tested on an istat analyzer on (B)(6) 2017, resulting as 0.00 ng/ml. The customer also sent one of samples 1-3 to a different site for testing on an abbott architect analyzer. The customer did not know which of the three samples was sent for testing on the architect. On (B)(6) 2017, the customer was notified that the result from the architect analyzer was < 0.01 ng/ml. The customer believed the result from the architect analyzer to be correct. The two e601 analyzers are serial numbers 2327-11 and 2396-07.